Event description:
It was reported that the patient had received inappropriate therapy due to their implantable cardioverter defibrillator (ICD) exhibiting incorrect interpretation of signal. No intervention was performed, and the patient's status was unknown.